Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument and confirmed a leak at reagent probe b due to failure of the reagent probe b collar wash valve. The fse replaced the reagent probe b collar wash valve to resolve the issue. (B)(4).

Event description:
A customer reported to bec (beckman coulter) that their unicel dxc 600i synchron access clinical system leaked from a reagent probe. The operator wore personal protective equipment consisting of gloves and a lab coat while operating the instrument. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.